Event description:
It was reported that the core micro drill overheated during a procedure which resulted in a burn on the patient's lip. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
The device is available for evaluation but has not been received at the manufacturer. A follow-up report will be filed after the device is received and the quality investigation has been completed.